Manufacturer narrative:
Evaluation method: the patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Event description:
A us distributor reported that a patient had developed a skin irritation all over his body including under the device. The patient had pre-existing conditions that contributed to the rash. The patient's physician prescribed the patient a medication for the irritation. There is no indication of a device malfunction related to the irritation. The patient's irritation improved.